Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 34 mg/dl at the time of the incident. The customer's meters were off by 60 to 70 points. The customer given intravenous fluids to treat. The customer experienced symptoms such as dehydration and unresponsiveness. The customer was wearing the insulin pump during the incident. Troubleshooting was not completed as the customer declined. The customer had a high on (B)(6) 2018 and skin irritation on (B)(6) 2017. The insulin pump will not be returned for analysis.